Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: stent delivery system (sds) was returned with no manifold/hub therefore the catheter batch/serial number could not be identified. A visual examination of the stent found that the distal section of the stent was damaged with stent struts lifted and distorted. The undamaged proximal section of the crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement. The distal edge of the bumper tip was damaged. This type of damage is consistent with the stent encountering resistance during advancement attempt. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found that the hypotube was broken 976mm distal from the bumper tip with multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 19-dec-2016. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex (cx) artery. After plain old balloon angioplasty (poba) and ablation were performed, a 2.50 x 12 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with an 8mm non-bsc stent. No patient complications were reported and the patient's status was good. However, returned device analysis revealed distal stent damage and hypotube break.